Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that prior to the replacement of an implantable neurostimulator, it was discovered that impedances for all electrodes on the 0-7 lead were out of range. During the case, the health care provider replaced both extensions which did not resolve the impedance issue. The manufacturer representative was able to program around the impedance problem to get coverage after the implantable neurostimulator was replaced. There were no patient symptoms or complications reported. Refer to manufacturer report # 3004209178-2018-03575

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018 the rep indicated that the out of range (oor) impedances were high. The patient¿s weight was not available. The previous implantable neurostimulator (ins) and extensions wouldnot be returned for analysis as the customer discarded them. This information was confirmed with the physician. No further complications were reported/are anticipated.